Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported a cortical screw broke off during extraction. During a dhs surgery surgeon inserted a cortical screw and it was too long. During the extraction the screw broke and extraction of the shaft was not possible and the shaft of the screw remains in the patient. The 2 holes dhs plate was exchanged with a 4 holes plate and during insertion of the new screw the screw got bent. The bent screw could be extracted and replaced by another screw. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard iso 5832-1. A manufacturing related condition can be excluded.